Event description:
It was reported that during preparation of a teflon infusion set, the needle guard and adhesive paper were removed and the infusion set dislodged from the applicator, which the agent characterized as an application error involving the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the caregiver, along with review of use steps. Investigation of this case revealed no device problem and identified a usage issue consistent with improper or incorrect procedure for deploying the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.